Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer filled the pump reservoir with 300 units of insulin, but after priming, only 216 units were displayed as remaining. The customer confirmed there were no leaks, spills, or air bubbles and was careful during the process. The event involved product(s) mmt-1884 and mmt-342. Troubleshooting included reviewing the fill tubing process, repeating the reservoir and set procedure, and performing a displacement test and self-test, both of which passed. The amount displayed after priming was consistent with what was in the insulin vial. This is considered a possible product allegation not covered in existing troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-342.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. The low reservoir alarm was set to 20.0 units. The pump was programed with a bolus. After delivering the bolus, the units remaining in the pump status screen was 20.0 units and the pump properly alarmed low reservoir with audio alert. Programmed and delivered a 10.0-unit bolus. The pump properly alarmed low reservoir with audio alert (10 units remaining in the pump status screen). Programmed and delivered another 10.0-unit bolus. The pump properly alarmed reservoir estimate at 0 unit alert with audio and vibrate alerts. The low reservoir alarm functions properly during testing. Low reservoir alarm anomaly not confirmed. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. No current code/category was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.